Manufacturer narrative:
It was reported by customer that the primary tubing is hard and not as flexible as their old tubing. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the material number and the lot number are unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: unknown, batch number#: unknown. It was reported by customer that the primary tubing is hard and not as flexible as their old tubing. When they pinch (or fold over) the tubing several times in the same place, the tubing breaks and they have to replace the tubing. Verbatim#: rcc received a complaint via email. Email(s) attached. Anesthesia reports that the primary tubing is hard and not as flexible as their old tubing. When they pinch (or fold over) the tubing several times in the same place, the tubing breaks and they have to replace the tubing.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: anesthesia reports that the primary tubing is hard and not as flexible as their old tubing. When they pinch (or fold over) the tubing several times in the same place, the tubing breaks and they have to replace the tubing.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.